Event description:
The pt had no complaints pre dialysis. Blood pressure 140/80. Temperature 96 pulse 80. Dialyzeeeer was initiated in the usual manner. Pt reported "feeling bad" as soon as dialysis was initiated. Pt complained of palpatations, difficulty talking, numbness in throat and tongue and feeling swolen. Dialysis terminated, pulse 120 bp=130/p. Pt began to feel worse and more shortness of breath. Ambulance was called. Pt was placed on moniitor and given solu-cortef 100mg IV. The pt was transported to the hospital with 02 by mask and admitted after arrival there.